Event description:
Customer's meter is not working every well and that it looks as though part of the numbers are missing and that the meter will not count down. An evaluation of the system was performed over the phone. It was determined that segments were missing from the hundreds position. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.